Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis (B)(4). Device is not being returned.

Event description:
It was reported a physician preformed an uneventful novasure endometrial following a laparoscopic tubal ligation on (B)(6) 2015 and the patient was discharged home. "Approximately 2 days postoperatively, the patient presented with pain. A CT-scan was performed which was negative. She returned the following day with worsening pain and on repeat CT-scan was found to have a pelvic abscess. She was started on intravenous antibiotics and a percutaneous drain was placed. A follow-up CT-scan demonstrated persistent collection of fluid in the pelvis that appeared to be communicating with the uterus". The physician "was considering a hysterectomy if the collection did not resolve soon thereafter ". It is unknown when the patient was discharged.